Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the sensor session to start successfully and cgm readings to appear on the pump.